Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon was inserting a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.5/081 diopter, in the patient's left eye (os) on (B)(6) 2016 and the lens tore. The lens was not implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens optic torn/ split, haptic broken and lens broken in two pieces. Work order search: no similar complaints were reported for units within the same lot. Corrections. The reporter stated indicated the surgeon inserted a 13.2 mm vticmo13.2 implantable collamer lens, -18.0/+3.5/081 diopter, in the patient's left eye (os) on (B)(6) 2016. The surgeon noticed a lens tear during delivery of icl into the anterior chamber. Next day, the lens was removed. (B)(4).